Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation confirmed and reproduced the system error 322. The evaluation was unable to determine the cause. Evaluation of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum displays system error 322 alarms. There was no patient injury. No further information was available.